Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons were not always responding. The patient reporter that the buttons sometimes felt as if they were sticking and required multiple presses to respond. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently responsive, required multiple button presses and additional force in order to elicit a response. The contrast keypad button was found to be unresponsive; the contrast button has no effect on insulin delivery function. The keypad buttons were found not to click back and spring back normally. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.